Event description:
It was reported that the user received an urgent low-soon alert and observed a sensor glucose of 74 mg/dl with a downward trend, confirmed by a fingerstick of 68 mg/dl while a lunch bolus had been announced and the user was eating; the user asked about consuming additional carbohydrates and was advised to do so. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment with continued monitoring. Investigation included complaint intake review and user troubleshooting and education by advising prompt carbohydrate intake and arranging a follow-up check. Investigation of this case revealed no device malfunction reported and that the event was consistent with hypoglycemia of unclear cause during a meal period. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.